Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown cup, unknown liner. Reported event was unable to be confirmed. Device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to periprosthetic femoral fracture from a fall. During the procedure, the acetabular liner and femoral head were removed and replaced. Attempts have been made and no further information is available at this time.